Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Dealer states end users mother describes sparks, then fire on wiring of bed. Per follow-up call, the mother of the end user stated that cord had been sparking for awhile. The motor caught fire. The end user had been using the bed since (B)(6) 2010. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model bar600ivc, serial number/date (B)(4) is approximately 2 years 4 months old. The owner's manual part number 1123842 rev. G (aug-07), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The male consumer's age is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.